Event description:
It was reported that when the device was used during a bowel procedure, the staples did not complete the "b" on the underside, the leg remains straight. Case was completed with a similar device. There was no patient consequence.